Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Please note: this same patient/event is submitted under a second suspect medical device in manufacturer report number 1415939-2017-00131.

Event description:
The customer observed a falsely elevated methotrexate results on the tdx analyzer. The following data was provided: sid (B)(6) initial 9.41 micromol/l, repeat 0.55 mmol/l and 0.11 after 72 hours. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the probe/electrode, stainless steel (list number 09967-01) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.